Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the ladg procedure, the surgeon clamped the tissue and tried to fire the device, however could not be fired. Then tried to remove the cartridge from stomach, however the jaws could not be opened. They checked trocar did not prevent the jaws. Tried to open the jaws over again, finally could open them and removed the cartridge from stomach. The following firings by new cartridges were completed with no problem. No harm was caused to the patient.